Manufacturer narrative:
Returned device was received in unused physical condition. During the evaluation of the device, no fault was found. Neither was there any discrepancies found related to the manufacturing process. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cassette was implicated in causing pumps to alarm for no disposable. There were no reported adverse events.